Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported increasing capture threshold could not be reproduced in the laboratory. The device was tested manually on the bench and using automated test equipment. No anomalies were detected. The device met all specifications. The cause of the field event remains undetermined.

Event description:
It was reported that the device was explanted due to high rv pacing threshold.